Event description:
It was reported the cannula and guidewire were difficult to remove. A flexima drainage catheter system and amplatz-pi guidewire were selected for use. During an antegrade ureteric stent stenting, the drainage catheter cannula would not detach and was lodged in the drainage catheter stent. The amplatz-pi guidewire could not be removed easily, and required excessive force to remove it. As a result, the amplatz-pi guidewire frayed and fractured when retracted. The patient was returned to the ward with the stent in place with the cannula attached acting like the drain.